Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: bolus over delivery.

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "according to the biomed, the pump appeared to continuously deliver from bolus cord even if it was not press by the patient. There was no harm done and no delay in therapy since they were able to use a different pump. Caller does not know the exact date when it happened. Pump is out of warranty. Patient involvement: yes. Death/serious injury: no. Human harm: no. Delay in therapy :no. Medical intervention needed: no."